Event description:
Caller reported a cgm error, but after troubleshooting, there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process which resolved the issue, and the caller successfully restarted their sensor session.